Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was having an issue with the reservoir where a lot of air bubbles were forming. She stated the air bubbles could get as big as three to four inches long. The customer's blood glucose was 130 mg/dl. The customer was advised the insulin should be stored at room temperature to prevent gassing out. The insulin was not stored at room temperature. Troubleshooting could not be performed as the customer had already removed air bubbles from the tubing. Nothing further reported.